Event description:
It was reported that a pericardial effusion (pe) and cardiac tamponade occurred. The procedure was cancelled. During a watchman procedure, a versacross connect laac was selected for use. The physician performed transseptal puncture and when the physician was flossing the septum, an effusion was noted. There were no issues with the rf delivery or crossing, the settings were 1 second, constant, only 1 rf delivery was performed. The watchman trusteer sheath and dilator was used for 'flossing' the septum prior to advancing the intracardiac echocardiography (ice) catheter into the left atrium. It was a lipomotous septum. The physician typically flosses with the dilator prior to inserting the ice catheter into the left atrium. This tension caused a puncture at the base of the appendage. A pericardial drain was placed and eventually pericardial window and left atrial appendage (laa) was surgically clipped and repaired was done. Around two (2) liters of bright red blood was drained and given back to the patient via the trusteer sheath. The implant was aborted. The patient was sent to intensive care unit and was discharged on (B)(6) 2025. In the physician's opinion, the patient having a small left atrium may have been the cause of the complication. The flossing technique caused tension on the dilator and distal wire, and this led to the distal tip of the wire perforating the la. Act was in the 300's. The device is not expected to be returned for analysis (discarded). The patient was not under warfarin nor antiplatelet drugs at the time.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separated report for versacross rf wire is being submitted. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.